Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline disposables. Two pictures were received which revealed luer broken. Samples one pn l-70; l/n: 3949248. When visually inspecting the device from a distance of 12" -24" the sample revealed a broken luer. Scar (B)(6) to supplier becton dickinson was opened on 27/nov/2020 to determine proper root cause an corrective actions for broken luer failure mode. Corrective actions will be documented on scar (B)(6).

Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation in progress.

Event description:
It was reported that immediately after opening the package, the customer found a crack in the connector of the level 1 hotline disposable. There was no patient involvement.